Event description:
The customer confirmed there were no death or injury (including infection) to the patient and the device was inspected prior to use. No error messages observed as result of the failure. An medical intervention (i.e. Treatment outside the scope of the procedure) was required as a results of the reported problem and the medical intervention was foreign body retrieval. The reported problem did not affect the therapeutic outcome of the procedure. The patient was discharged home 3 days after ercp procedure, but extended length of stay not related to event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. However, 79 unused distal covers from the same lot were returned to oca by customers. The evaluator took out 8 of them from the sterilized pack and visually inspected them, but no abnormalities such as breakage were found. In addition, it was reported as an evaluation result at oca that it was confirmed that the distal cover could not be removed by pulling or twisting it after correctly attaching it to the scope. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the detachment of the distal cover that occurred at the facility was caused by the following handling by the user. It is possible the event occurred due to the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning column in 7.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. MFR report # 3003637092 - 2023 ¿ 00078. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to d4. Lot# provided as h2826. Olympus received seventy nine (79) new single use distal cover (lot h2826) for an evaluation. Eight (8) of the new 79 distal covers that were returned were removed from the sterile packaging and visually inspected. The single-use distal covers (8) were not used, and there were no signs of foreign material and/or damage. The single-use distal covers (8) were placed on the distal tip of the tjf-q190v videoscope, using moderate pressure, while at the same time pressing down on the center section and not at an angle until the hook of the distal ring was completely visible within the opening of the distal cover. Once the single-use distal cover was attached, the investigator gently pulled and twisted the distal cover to verify that the part did not slip or come off. This was repeated for all eight (8) devices evaluated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
The user facility returned a new maj-2315 (distal cover), lot number h1830 and the tjf-q190v scope, serial #(B)(4)for an evaluation (the tjf-q190v scope evaluation is documented in report patient identifier (B)(6)). The new distal cover was removed from the sterile packaging and visually inspected. The single use distal cover did not show evidence of use, as no signs of foreign material and/or damage was noted. The evaluator applied the distal cover onto the related scope as the single-use distal cover was placed on the distal tip of the scope. Using moderate pressure, while at the same time pressing down on the center section and not at an angle. The single use distal cover attached to the distal end smoothly; however, the seam on the top side of distal cover began to separate creating a gap. The evaluator gently pulled and twisted the distal cover to verify that the part did not slip or come off. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the disposable tip on the single use distal cover fell out on the end of the scope while being used with the evis exera iii duodenovideoscope during an endoscopic retrograde cholangiopancreatography (ercp). The customer was able to retrieve the single use distal cover. The procedure was completed with the same device, with fifteen (15) minute delay noted. There were no reports of patient harm associated with this event. This complaint is related to report patient identifier (B)(6) (B)(6) tjf-q190v/sn (B)(4) evis exera iii duodenovideoscope.